Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing threshold had increased on the rv lead. Lead was revised and replaced. Patient was stable before, during and after the procedure.